Manufacturer narrative:
The thd evolution used during the reported cases was received on 11/05/2014 in thd (B)(4) for technical investigation. Visual inspection, did not identify any defects. The technical investigation could not be completed within the 30-day reportability time frame. Add'l info could be provided upon completion of the technical investigation.

Event description:
The hosp called the thd specialist about a very shrill sound their thd evolution device was making during a case. During the following scheduled thd case, the thd evolution machine had the same problem. They used another thd evolution device and the case was completed successfully.